Event description:
The lesion being treated was located in the right coronary artery (rca) proximal and mid, 90% stenosed with severe calcification in average tortuous anatomy. An intravascular ultrasound (ivus) catheter distal tip fractured and detached during a percutaneous coronary intervention (pci) procedure. It was reported during insertion, the ivus catheter was unable to cross the lesion. The physician attempted to remove the detached tip from the rca ostial with the use of the snare, but was unsuccessful. The detached tip flowed to the right coronary artery (rca) mid. An aspiration catheter and snare were utilized to remove the detached tip successfully. The procedure was completed with another imaging device. The patient was reported to be doing "good".